Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while the sales consultant inspecting the instruments after going through the decontamination process, it was noticed that the 5mm hexagonal flexible screwdriver was broken. Sales consultant sat the instrument to the side to keep assemble the rest of the sets and one of the staff of the facility disposed of the item in the sharps container.  It is unknown how the item was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).